Manufacturer narrative:
Date of event: (B)(6). Date of report: 23aug2019. The customer declined repair. There were no parts replaced. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
During preventative maintenance the field service engineer (fse) noted the device failed during performance verification test (pvt), gas volume accuracy testing. There was no patient involvement.